Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation conclusion changed. Evaluation summary: (B)(4) outer insulation breached depression. The full lead was returned and analyzed. (B)(4) outer insulation breached depression. The full lead was returned and analyzed.

Event description:
It was reported the atrial and ventricular leads were explanted and replaced due to sensing and capture difficulty. In addition, the ventricular lead was noted to have had high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation breached depression. The full lead was returned and analyzed. (B) (4) outer insulation breached depression. The full lead was returned and analyzed.